Manufacturer narrative:
An outside the united states customer contacted siemens to report eighteen falsely elevated carbon dioxide, (concentrated, co2_c) patient sample test results were obtained from an advia 1800 instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse found that the instrument was generating insufficient sample for rerun from dtt error messages. The cse found that the saline dilution line was visuallly contaminated (visual growth in the saline fluidics) and suspected that the saline line was clogged. The cse cleaned the saline line, resolving the issue. The cause of the falsely elevated carbon dioxide, (concentrated, co2_c) patient sample test results was contamination of the saline dilution line. The instrument is performing within specifications. No further evaluation of this instrument is needed.

Event description:
Eighteen falsely elevated carbon dioxide, (concentrated, co2_c) patient sample test results were obtained from an advia 1800 instrument. It is unknown if all of the initial test results were released to the physician(s). The same samples were repeated on an alternate advia 1800 instrument and lower test results were obtained. The repeat results were released as corrected results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.